Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the por was not determined, as the patient was unable to provide any additional data. The patient¿s weight is unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient saw a power on reset (por) when attempting to recharge the implant. The manufacturer representative helped clear the message. No further complications were reported.